Manufacturer narrative:
Investigation summary: level b investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 3rd related complaint for clog on lot # 8352685. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that during injection the medication is not delivered with a bd pen ndl 32g 4mm. This occurred on 3 separate occasions, once in the morning and twice in the afternoon. The following information was provided by the company reporter: it was reported that nothing came out of the pen needle during injection. The following information was provided by the initial reporter: consumer reported nothing came out of the pen needle during injection. This has never happened before. He has been a long time consumer for bd needle. Incident date- (B)(6) 2019; occurence- 3. 1 in the morning, 2 at noon. Sample discarded.